Event description:
It was reported that the device was used during a robotic lobectomy. The device was going through trocar and into the patient when the rep came into the or so he did not see the device being loaded. The resident had placed the device on pulmonary artery, closed, fired, but it would not fire. The battery was removed and reinserted after waiting a couple seconds, it still would not fire. The device was left on the artery, opened a new device and put that battery into the device on the artery. The device still would not fire. At this point the surgeon came from the console so I could troubleshoot with him; the reverse button was pressed, device did not open, and the manually release lever was used to open the device. There was no bleeding at the point. When the device was taken off of the artery, the rep noticed that the device was loaded with a 45 white reload. The device did its job and locked itself out and would not allow them to fire it. The new device was properly loaded with a 60 white reload with the new battery that came with the device. The surgeon positioned the device on the artery, was closed and fired. When the device was opened the pulmonary artery was inspected, staple line was complete with staples formed as intended and no bleeding. After removing the 2nd device the surgeon went back to the robotic console. After about 2 minutes, bleeding was observed proximal to the staple line. The bleeding was not through the staple line or on/in the staple line. The surgeon attempted to stop the bleeding with the robot with cottonoids and surgicel but was unable to control the bleeding. The surgeon changed into scrubs and went table side to open the patient to control the bleeding. While working on the patient the surgeon requested another device to remove the lung. This was requested as the powered devices had been discarded. No issues firing the stapler. The surgeon worked on the patient for several hours however the patient died on the or table.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional followup: on what tissue type was the device used? Pulmonary artery. At what location on the tissue? Pulmonary artery. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? The motor did not even advance. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, but was removed by the manual release lever. Is there any other additional information you would like to share about this device or procedure? The device was originally loaded with a 45 reload instead of 60 reload. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? 8 months. Per the sales rep: if bleeding occurred proximal to the staples or staple line, can he be more specific where? On the pa about 1-2 cm from the staple line. Understanding that hemorrhage was the likely cause of death, what transpired between surgeon scrubbing back in, and ultimate intra-op death. The patient was worked up for a couple hours. I stood outside the room to stay clear of their work until they called me back in when he stapled out the lung. The scrub loaded the stapler and the circulator gave her the incorrect reload also, will an autopsy be performed? Don't know. Patients age, sex and weight? I believe it was a male about (B)(6). Patients preexisting conditions? Don't know has the surgeon and staff been inserviced on the use of the device(s)? Multiple times. They have been an account since have been with the company 4 years ago. How long has the surgeon been using the device?. He has always used the echelon. He has been using the powered version of the echelon for about 8 months. Per the rep, "I spoke with dr and was able to gather a little more detail: -the vessel he was stapling with our stapler was the pv not the pa (the nurse stated it was the pa and since I wasn't in the case from the beginning, I took her word) -the blood we saw proximal to the staple line may have been coming from behind the lung, he isn't sure if there was a rip in the pv. -the mass quantity of blood came from a rip in the descending aorta. Dr isn't sure how it ripped, whether it was from the stapler being pushed in too far, a preexisting condition or from moving the anatomy around and accidently ripping it. It didn't sound like he attributed it to the staple line. -dr stated that the blood was bleeding into the ventricles of the heart. -he still trusts our stapler and is going to use it on his future cases."